Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation conductor was decreasing, the impedance trend of the right ventricular defibrillation coil was variable, the impedance trend of the right ventricular pacing lead was variable, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). The clinic had reviewed the remote transmission and dispositioned the lia as a t-wave oversensing (twos) post sense (ps) cause. The clinician is wondering why the device is toning every four hours. It was explained to the clinician by the company technical services that the alert condition will continue to tone until the device is interrogated. The clinician stated that the patient is in florida and has not been to the clinic for an interrogation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there are large decreases in the rvring/rvcoil impedance trends on the right ventricular (rv) lead, and there are smaller impedance variations on the rvbipolar impedance trends, but the rvring/rvcoil impedance trends show much more conclusive swings in impedance. It was also observed that there was artifact oversensing in the high rate non-sustained tachycardia episodes.